Event description:
The customer reported that the unit was showing low battery information during daily check. Further information was provided that the unit was not working. There was no adverse patient impact reported.